Event description:
Dr. Reported that a pt fell and had facial injuries along with an alveolar fracture. Dr. Noted that two implants became mobile. Dr. Elected to remove the implants. Pt is same pt as medwatch report #2023141-1997-00780.